Event description:
Surgeon stated he had a pt experience some degree of paralysis following a fusion. The surgeon used new spine instrumentation and would like to know if there are any reported problems with midas tool.